Event description:
It was reported, the artroplasty was revised due to femoral and acetabular osteolysis and pe wear. No evidence of manufacturing related failure. All components were implanted in situ for 15.9 y

Manufacturer narrative:
Device not returned no evaluation will be performed. If device or additional information becomes available a supplemental report will be issued.